Event description:
It was reported that during a laparoscopic sleeve procedure, the device misfired using a black and then a green reload. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was meant by misfired? The staples didn't form on the patient side. Did the device deliver any staples? Yes on the specimen side but not formed on patient side if yes, were the staples formed properly? On specimens side. Not on patient side. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Black. Were any of the forces higher or lower than expected (closing or opening)? No. Is the device available for return? If yes, please provide the contact name, address, and phone number to send the shipper kit. Yes.